Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. The patient had inaccurate cgm values 6 days after the sensor was inserted in the arm. On (B)(6) 2024, the patient was at home with friends. He had not eaten well the last days or anything during the event. He was under treatment with diamox (acetazolamide, anti-sickness). Suddenly he became unconscious and fell. The g7 app the cgm value was 6.7 mmol/l and there was no bg value taken. At an unspecified time, it was reported that when the cgm reading was 6.7 mmol/l while the bg reading was 2.7 mmol/l. They called an ambulance and while waiting for the ambulance to come his friends treated him with glucagon in a spray and honey and he regained consciousness. The ambulance took him to hospital for observation. In the ambulance the cgm reading was 16.6 mmol/l and the bg reading was 12.2 mmol/l. The patient believes the cgm value was about 4 mmol over the correct bg value. There was no treatment administered at the hospital nor by the paramedics. The patient was hospitalized for more than 24 hours. At the time of the report the patient was good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to the patient losing consciousness. The reported glucose values fall within the c zone of the parkes error grid at an unspecified time. The reported glucose values fall within the b zone of the parkes error grid when patient was checked in the ambulance. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.